Event description:
(B)(4) on jun 16, 2016 report received medwatcher female (B)(6), essure. I began having pelvic pain immediately and it has never gone away. I have gained 45 pounds, feel tired all the time, headaches, vision changes, worsened anxiety, hair loss, brain fog, bowel problems, gallbladder stones and removal, and did I mention the fatigue...it's terrible.